Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. Upon system checkout the footswitch was replaced. The system then performed as intended. The footswitch was returned for analysis. Through visual and functional testing methods it was confirmed that the returned foot switch was found to be in good condition with no apparent physical damaged. When connected to a known good system the foot switch actuated whenever the pad was pressed from any angle. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a catheter placement procedure. It was reported that the footswitch was damaged and would not function. They tried to reboot the system and it still did not work. They did not have another system to try the footswitch on. The issue extended the surgical time by less than 1 hour. There was no impact to the patient outcome.